Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient was reviewed in clinic complaining of pulling scratching pain on right side and recurrent urinary tract infections. The patient has undergone multiple past surgeries and an anterior repair in 2015. Taught cisc due to high pvr and MRI requested. On vaginal examination, the vagina was fixed posteriorly to the sacrum and scarred with some adhesions along the left-hand side. The vagina was significantly narrowed, and the patient was tender through the examination. The anterior wall sits 1cm above the vaginal opening, but it was explained that this was more due to the posterior angulation of the vagina, rather than a prolapse itself. There was no palpable mesh erosion, but the patient was tender, especially on the right side of the mesh. It was explained that mesh removal surgery may worsen the urine leaks and may not resolve the pain due to excessive scarring. The patient was referred to discuss options. The device remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure in 2011? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Describe any medical/surgical intervention related to the tvt including dates and findings. Is the anterior repair from 2015 related to the tvt implanted in 2011? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.